Event description:
It was reported that the surgeon removed omnifit liner and 3 screws. Surgeon said cup was loose. Implanted zimmer cup, screws, and 40mm liner. A 40mm-5 c-taper head was trialed on the remaining secur fit stem. A range of motion was performed and then the actual c-taper head was implanted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.